Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location; further described as ¿water coming out¿ from the homechoice claria device. This was identified when the patient started to prepare the device for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.